Manufacturer narrative:
(B)(6). Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to use the customer noted that an unopened intra-aortic balloon (iab) outer box was damaged. The iab was not used. There was no patient involvement and therefore no risk of injury.

Manufacturer narrative:
The sensation plus kit outer shelf carton was returned crushed near the right bottom corner. Inside the shelf carton, the product was found to be intact and sealed. The evaluation confirmed the reported problem. It is likely this occurred during shipping/handling. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that prior to use the customer noted that an unopened intra-aortic balloon (iab) outer box was damaged. The iab was not used. There was no patient involvement and therefore no risk of injury.